Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 11 may 2014, a 25mm sjm trifecta valve was implanted. The patient presented to follow-up experiencing worsening heart failure symptoms, acute pulmonary edema and cardiac pulmonary decomposition. On (B)(6) 2021, the valve was explanted due to stenosis caused by calcification that lead to a stent post tear and increased gradient. A new non-abbott valve was successfully implanted. The patient is currently recovering.

Manufacturer narrative:
Additional information: d9, h3, h6. Explant was reported due to worsening heart failure, pulmonary edema and cardiac pulmonary decomposition. The investigation found that all three leaflets contained calcifications. Leaflet 2 and 3 were torn, and the tears were associated with calcifications. All three leaflets had fibrous thickening. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.